Event description:
The recipient is reportedly experiencing non-auditory stimulation on some electrodes. The recipient presented with dizziness. The recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery on (B)(6) 2018. The recipient's activation went well. This is the final report.